Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer is still working to do adjustments on the insulin pump. The customer's blood glucose was 119 mg/dl this morning and then when she checked it was 30 mg/dl. Customer was fine though and her blood glucose was now 400 mg/dl because they were fixing it. Customer is very sensitive to insulin and food. Customer is also very brittle.